Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. During the visit, it was discovered that the pacemaker exhibited undersensing on the ventricular channel. The device was then reprogrammed to resolve the anomaly. The patient did not report any symptoms and was in stable condition.